Event description:
It has been reported to philips that the wireless footswitch did not respond. The system was not in clinical use when the issue was identified. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the engineer concluded that the issue was caused by a defective led which made the wireless footswitch look non-responsive when plugging in or removing the wireless footswitch from power. The engineer reconnected the detached wires of the led and returned the system to good working order. Philips has initiated a field safety corrective action related to a connection failure of the wireless footswitch. At the time this complaint was received, philips did not have enough information to exclude a connection failure and as such the complaint was reported. Based on the investigation's results that it was an electrical issue and the wireless footswitch was still operational, philips concludes that the complaint is not reportable.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.